Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that the patient¿s blood glucose (bg) was running low over the past several days. The reporter stated the patient was obtaining bg readings that ranged from 30 to 50 mg/dl. The patient¿s mother denied that the patient developed any signs/symptoms associated with a low blood glucose excursion. In response to the low bg values, the patient reportedly ate carb containing foods. At the time of troubleshooting, the patient¿s mother confirmed the pump was set to the correct date and all advanced settings were programmed as intended. The reporter confirmed no associated alarms in pump history and all bolus history was correct. It was noted that basal settings and basal total daily delivery history matched. The reporter informed the animas representative that she had changed the I:c rations to call for less insulin at meals and has also lowered basal rates; however, low bg readings have continued. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: a review of the black box indicated date starting on 06/10/2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).